Manufacturer narrative:
There is no available information regarding the event date therefore the bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior posterior vaginal wall mesh, anterior vaginal wall formation procedure performed on (B)(6) 2015. According to the complainant, on the routine examination after the procedure, the patient was observed to have a four (4) mm mesh exposure. Reportedly, an outpatient mesh exposure removal was performed to the patient, as a result, the problem was resolved and the patient was cured.